Manufacturer narrative:
(B)(4). The sample was received on an unspecified date in the second week of (B)(4) 2014. The device was evaluated by the baxter product analysis laboratory (pal). A review of the service history and the device history was performed. The review of service history did not identify any previous servicing events that could have contributed to the reported issue. The review of the device history did not reveal any anomalies that would cause or contribute to the reported issue. Review of the event history log did not reveal any issues that could be related to the reported issue. There were no keystrokes, no device failure, malfunction, programming, use related or iipv (increased intraperitoneal volume) events that would indicate and/or contribute to the reported issue. The device was tested and passed both the homechoice return instrument test/ evaluation (rite) functional test and the rite electrical test. The device was determined to meet functional and electrical performance specification requirements. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. The cause of death was not reported. It was unknown if the patient was hospitalized prior to death. It was not reported if therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available. A device history review and a service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.